Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). It was also noted the ipg had difficulty communication with the remote. The patient underwent an ipg replacement procedure and was doing well postoperatively. The device was discarded by the facility.